Manufacturer narrative:
This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
Medwatch report # 5175435 was received from the FDA. It was reported that the patient had knee replacement surgery on (B)(6) 2025. 8 days later, fluid is discovered coming from the operation wound. The bandage was taken off and the wound was red and irritated. Patient was treated with antibiotics and a different wound dressing. No photos available.